Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A pre accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was found in the pneumatic lines during the inspection. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient received heater bag not detected message during step 3 of setup. The patient stated they had encountered a fluid leak at an unknown step from the cassette door after receiving the message during the first setup. Fluid was discovered in the pump module area and the outside of the cassette. The patient stated they had re-setup with new supplies and encountered an unknown alarm during fill 1 of 4 of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. No patient adverse effects were experienced, and no medical intervention was required. Upon further follow up, the patient confirmed the reported fluid leak event actually occurred during fill 1 of treatment while connected to the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler has been picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received heater bag not detected message during step 3 of setup. The patient stated they had encountered a fluid leak at an unknown step from the cassette door after receiving the message during the first setup. Fluid was discovered in the pump module area and the outside of the cassette. The patient stated they had re-setup with new supplies and encountered an unknown alarm during fill 1 of 4 of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. No patient adverse effects were experienced, and no medical intervention was required. Upon further follow up, the patient confirmed the reported fluid leak event actually occurred during fill 1 of treatment while connected to the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler has been picked up and returned.